Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, part of the dissector coating fell off the jaws and they had to retrieve. There was no patient injury.